Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 was not detected on bus. A field service engineer (fse) found no failures present and was unable to recreate the reported issue using hta diagnostics. The drawer chassis was inspected, and all row board cables were reseated. Scuffing was noted on retractor band 5.1, which was replaced. Additionally, drawers 4.1 and 5.1 on the station were found to have stripped screw holes in the front fascia panels, and the front fascia panels on both drawers were replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.